Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "no images or vertical lines (color bars) are displayed" occurred due to the failure of the patient board set. However, the root cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty patient board set. Additional findings include the following: worn-out video connector latch causing poor connection with pigtails and corroded bottom chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had vertical lines on the image with multiple scopes. Also, the device had no image and sometimes the customer would get color bars only. The issue occurred during a diagnostic endoscopy procedure that was completed using a similar device. However, the procedure was delayed by five minutes for exchanging of the device. The patient's anesthesia was not extended by the delay. There were no reports of patient harm or impact associated with this event.